Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) unable to download history files. Problem isolated to electronic stack. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and the displacement test due to critical pump error (open book image).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and insulin pump had critical pump error. Customer's blood glucose value was 52 mg/dl at the time of the incident. The customer did not provide details regarding symptoms and treatment of low blood glucose. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be return for analysis. Frn-unk-rsvr; unomed set.